Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of touch pen calibration faulty, it was noted that the touch screen was out of specification. It was additionally noted that errors were observed in the update history and that both the stylus and the bullets were missing. The touch screen assembly was replaced and calibrated, new software was installed, a stylus and bullets were added, the device was cleaned and it passed its electrical safety and all final functional and systems tests.

Event description:
It was reported that the programmer's stylus touch pen calibration was faulty. The programmer has not been returned to service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.